Event description:
The iab was entrapped. This was the only info at the time of the report. The iab was not returned to datascope in eval. The iab was discarded by the facility. Event complications: the iab was entrapped-reported 8/13/98. (Pt's current status: unk-rept'd 8/13/98).